Event description:
It was reported that the pump displayed an error code 46228 during testing.

Manufacturer narrative:
One device was received for evaluation for the complaint of error code 46228 was confirmed during power up testing, and event log review. Upon further investigation found uso seal adhesive failure. The visual and functional testing was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The error code 46228 was confirmed during the event log review. This pump is recommended for ber.